Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient was hospitalized with hyperglycemia and diabetic ketoacidosis. The customer removed her cannula and it was bent. The customer is attributing her high blood glucose and hospitalization to the bent cannula. The bent cannula will not be returned as it has been discarded.